Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling cartridges with 300 units of insulin. Reportedly, customer loaded a new cartridge to resolve the issue. Reportedly, the customer did not practice the proper air removal techniques. Tandem technical support educated the customer regarding cartridge labeling. Customer's blood glucose level was 323 mg/dl.